Manufacturer narrative:
H3: analysis of the catheter found ¿no significant anomaly - catheter body ¿ dried drug, blood, or foreign material occlusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-21, additional information was received from the patient. The patient reported that the issues with their pump started about 4 weeks ago when their hcp was explaining to a new pa how to refill the pump. The patient stated they did not remember the hcp turning off their pump before refilling it, and noted that the hcp did it very fast and it was the quickest refill they ever had. The patient then thought that there was a "hair leak" or that something was wrong because 24-hours after the refill they felt horribly sick, had an exaggerated sense of smell, and threw up. The patient called their hcp and was told that "maybe there's a problem with the mixture" and advised the patient to come back to their office the following week and noted that they would order a "new batch". The patient went back a week later as advised, and the hcp refilled the pump again. The patient then stated that their hcp did a dye study on a tuesday, a week and a half ago, and found that the catheter was clogged. The patient stated that their hcp told him that they could "turn up the ptm to blow it out". The patient reported they were scheduled to have their catheter and pump replaced, but the hospital did not have a pump for them. The patient then called back and reported that the have been in the hospital for 4 days getting ready to replace their pump and catheter. The following was previously reported in mfg report # 3004209178-2020-14269 information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On 14-aug-2020 it was reported that beginning in (B)(6) 2020 the patient had a severe increase in pain and withdrawal symptoms. On (B)(6) 2020 a dye study was performed by the patient¿s managing physician and obstruction of the catheter was noted. The cause was undetermined. The patient was being referred for a catheter and pump revision/replacement. The surgery was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated. Additional information was received from a patient regarding their drug infusion device on 2020-aug-21. It was reported that about 4 weeks ago (on (B)(6) 2020) the patient was getting really sick. The doctor said, "maybe the dosage is wrong." The patient thinks that is the reason the patient got sick. The doctor was ¿training a new pa and he did not turn the machine off or back on after refill and there was a lot of air in there when he shoved it in there.¿ it was a week later and the doctor said, ¿I guess we will have to try a new prescription.¿ about 3 weeks ago, a dye test was done and it was found the catheter is plugged. The patient is currently in the hospital and was scheduled for surgery this morning ((B)(6) 2020) to have the catheter replaced but they have now also decided to change out the pump because it will soon need to be replaced due to battery life. They found out there is no pump at this facility, so they said there is a pump at another facility. The patient is being told he needs to go to the other facility to get the catheter and pump replaced. The patient wants to talk to the manufacturer¿s representative (rep) there, and does not understand why they cannot just move the pump to the hospital where the patient is at. The patient was not yet referred to the other facility. The patient is a ¿completely disabled retired policeman and the pump saved his life.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2017, product type: catheter. H6; the previously reported device code c53269 no longer applies to this event and has been updated to c62897. Patient codes have been updated to c3832, c50499, c3442, c3303, c50789. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via device manufacturer representative indicated that the patient had the pump replaced. During replacement the pump connector was prophylactically replaced with new 8784. The physician was able to successfully aspirate at least 2cc from cap prior to and after replacement. It was noted that the expected reservoir volume was 18.6ml and the actual volume was 20ml. The pump would be returned for analysis.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (concentration: 250 mcg/ml, dose rate: 69.69 mcg/day) and fentanyl (concentration: 500 mcg/ml, dose rate 139.38 mcg/day) via an implantable pump for spinal pain. It was reported that a pump refill occurred on (B)(6) 2020. Right after the refill the patient experienced a metallic taste in his mouth for 48 hours with increased pain, that had got so bad he went to the emergency department (ed) today. The patient believed the pump was not functioning properly. There were no audible pump alarms. The hcp had already been in contact with the patient¿s follow-up physician. The reporting hcp did not have access to a physician programmer to confirm the pump status. The hcp was redirected to have a local company representative paged so they could supply the programmer. No further patient complications have been reported as a result of this event.